Event description:
Caller reported a malfunction occurring with code 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. The caller was not authorized to consent, and the patient was unavailable at the time of the report. The caller planned to call back with the patient to enable troubleshooting, during which all contact information would be verified and updated, and full troubleshooting would be performed. Upon follow up technical support resolved the issue by sending a replacement pump.